Event description:
It was reported that the pump touchscreen display was missing pixels, affecting the customer's ability to interact with and read the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.